Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a physically broken electrode belt cable receptacle, which was snapped off and missing. The root cause for the damaged receptacle was phsyical abuse. No adverse events occurred as a result of the defective monitor.

Event description:
09/24/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.